Event description:
Orthodontic patient with ocular injury due to headgear - we are still unaware of all facts as this case recently came to litigation. Blindness in one eye and impaired vision in the other. The headgear does not appear to be defective nor do the safety release modules or head strap. Preliminary information suggests instructions from the dr. And improper removal of the headgear by the patient are significant factors in this injury.